Manufacturer narrative:
One 7208678 2.4mm sterile drill tip passing pin used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Per instructions for use: ¿the instruments are provided sterile for single use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during short graft procedure, the device broke in two parts inside the patient. All pieces were removed with an arthroscopic punch. No significant delay or patient injuries were reported and it is unknown whether there was a back up available.

Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during short graft procedure, the device broke into two part within a patient. All pieces were removed with an arthroscopic punch. No significant delay or patient injuries were reported and it is unknown whether there was a back up available.